Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. The siltex cracking area has a tear measuring approximately 3 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. Mentor concluded that the capsular contracture in the patients breast was the result of the bodys individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentors quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 210562 number, and no non-conformances were identified. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 700cc mentor memorygel breast implants experienced spontaneous right bilateral rupture accompanied by a deformed nipple post procedure. Additionally baker grade IV capsular contracture was present. The rupture was diagnosed through a physical examination and ultrasound. As a result, explant and replacement with mentor gel was performed on (B)(6) 2021. The right sided rupture was reported initially under 1645337-2021-07418 on june 30, 2021. On august 24, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.